Event description:
It was reported that during an attempt to perform direct stenting, a 2.5x23 rx xience xpedition stent delivery system (sds) was advanced to toward a lesion in the mid right coronary artery (rca), but was unable to cross the lesion due to patient anatomy, despite advancing an unspecified buddy wire, then a non-abbott guide catheter extension device to assist in crossing the lesion. The sds was withdrawn from the anatomy. Pre-dilatation was performed in both the mid and proximal lesions with a 2.5x15 trek rx balloon dilatation catheter via one inflation to 12 atmospheres (atm) for 24 seconds per lesion. The xience xpedition was re-inserted, was able to cross the lesion, and was deployed in the mid rca. There were no adverse patient effects associated with the crossing difficulty. A 3.0x23 rx xience xpedition sds was then advanced to a mildly calcified, 80% stenosed, de novo lesion in the mildly tortuous proximal rca. An attempt was made to deploy the stent, however, the xpedition balloon was only able to be inflated to 2 to 4 atm and the stent partially expanded and was malapposed to the vessel wall. The indeflator was immediately increased to 6 atm, but the indeflator dial would decrease to 2 to 4 atm and the balloon would not deflate. The indeflator was switched out for a 20cc syringe and negative pressure was pulled; while blood and contrast entered the syringe, the balloon did not deflate and a leak in the inflation lumen is suspected.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separations were confirmed. The leak, inflation/deflation issues, difficulty to deploy/partial stent apposition, difficulty to remove/resistance post deployment, and reported weak spot were not confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience xpedition, xience xpedition sv, and xience xpedition ll everolimus eluting coronary stent systems instructions for use (IFU) states: stent placement should be performed at hospitals where emergency coronary artery bypass graft surgery is accessible. Additionally, it was reported that constant, moderate force was used in an attempt to pull out the device. The IFU states: applying excessive force to the delivery system can potentially result in loss of or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial filed report, the following additional information was reported: when the indeflator was immediately increased to 6 atmospheres and the balloon would not deflate, as reported, blood had also been noted in the indeflator at that time. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch report, a maude report was received which states: stent inserted into rca prox. Upon inflation, stent balloon would not inflate above 6 atms, upon pulling negative, there was blood in the inflation device. Attempted to remove the device. Device not able to be removed normally. Md attempted to advance the guideliner and guide multiple times without success. At this point, while attempting to remove the device, the device failed/separated and a portion of the stent catheter was left in the pt's rca. Consult made with surgeon on call dr. Pt was sent emergently to medical center for emergency surgery. Diagnosis or reason for use: pci of proximal rca. No additional information was provided.

Manufacturer narrative:
(B)(4). Guide wire: hi-torque whisper; asahi prowater. Guiding catheter: cordis.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: inflation: indeflator; stent: 2.5x23 xience xpedition; other: vascular solutions guideliner guide catheter extension device. The 20cc syringe was switched out for a 60cc syringe and negative pressure was pulled; while more blood and contrast entered the 60cc syringe, the balloon still would not deflate at all. An attempt was made to advance the guide catheter, then a guideliner over the partially expanded xpedition stent, but they were each unable to advance over the stent due to the partial stent expansion. Thus, the xpedition was pulled with constant, moderate force in an attempt to pull out the device, but this resulted in a proximal shaft separation with the distal end stuck inside of the stent. The patient remained asymptomatic throughout the procedure, with the exception of bradycardia (with heart rate in the 40s); the bradycardia was treated via placement of a temporary pacemaker in the right ventricle which brought the heart rate up to the 50s, but no balloon pump was inserted since patient remained hemodynamically stable during the entire procedure. An EKG showed no st segment elevation. The proximal end of the xpedition was withdrawn from the anatomy then the patient was ambulanced to another hospital site for surgical intervention under general anesthesia to remove the distal portion of the xpedition from the rca. While the surgeon was able to detach and remove two sections of the distal shaft (1 large segment and another smaller distal segment measuring 4.6 centimeters (cm), the 3 to 4 centimeters of the distal end of the shaft with the stent remain inside of the proximal rca, as the surgeon was unable to remove the most distal segment and stent since there was too much resistance when attempting to pull it. The surgeon trimmed the shaft at rca ostium; then coronary artery bypass surgery (CABG) was performed via a saphenous vein graft (svg) to the rca, and a left internal mammary artery graft to the left anterior descending coronary artery was also inadvertently performed since this vessel was also noted to be stenosed. The patient tolerated the surgical intervention without adverse sequelae and is in stable condition. Reportedly, a transition can be felt (but not seen) in the metal shaft material centered between the distal hypotube shaft marker and the skive; concern was expressed that this may be a weak spot in the shaft material. No additional information was provided. (B)(4): failure to follow steps/instructions. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.